Manufacturer narrative:
Philips service replaced the flexvision 2 pc no hdd and reinstalled software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision display delay occurred due to defective pc on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.